Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable roche cardiac d-dimer results for one patient sample tested on the cobas h232 meter. The cobas h232 is not sold in the united states. The results were 0.4 and 0.8 &#61935;ml. It was unknown if these results were reported outside the laboratory. An "outsourced measurement" was requested and the result was twice that of the result from the cobas h232. No specific data was provided. No adverse event was reported. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided as the customer did not want further investigation. The customer was recommended to clean the insertion opening of the cobas h232, to measure a control, and to confirm the results from the outsourcing laboratory.